Event description:
During a follow up the home patient (hp) stated that she received a transplant on (B)(6) 2010 so she is no longer doing therapy. The hp stated that she set everything up and went to bed. At some point she turned over and the bag fell and she became disconnected. The hp disconnected and ended therapy for the night. The hp stated that the next day she notified her nurse. The hp did not feel that there was anything wrong with the baxter product.

Event description:
The facility reported a colleague pump with failure code 812:05 in biomed. The reported condition was identified during powering up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. During review of the event history, it was determined that the reported condition occurred on channel a during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Upon further investigation by baxter, this event has been determined to be non-reportable. Failure code 812:05 is a cascade failure from fc 810:11. (B)(4).